Event description:
It was reported that the patient's blood glucose (bg) levels reached 24 mmol/l (432 mg/dl) while wearing the pod on the abdomen between 1 and 4 hours. Upon removal, it was noticed that the cannula was bent. A manual insulin injection and a new pod was applied as treatment by doctor.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.